Event description:
The facility reported a free flow during patient use with no patient injury or medical intervention required. The patient was receiving an infusion of heparin. The device was set to infuse at 8cc/hr, but was infusing more volume that it should be. The rn cleared the device, reset it, and the same condition occurred. The pump was changed out. The pump was taken for service and the biomedical technician determined taht the device free flowed. Upon closer inspection it was found that the door handle was cracked.